Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system update failed and the station had an unrecoverable error. A field service engineer replaced the hard drive and re-imaged the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system screen was completely down, user tried to reboot a couple of times with the duration of downtime of about ten minutes, but still not working. The customer stated that the machine was offsite, and they had to take medication there every time an order was placed, causing delays in patient care. There were no adverse events or injuries reported based on this event.